Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had not undergone re-imaging and that the station configuration was incorrect. The field service engineer configured the network settings and deployed the eset antivirus package to the station. The data synchronization process was successfully completed. The customer verified that patients were transitioning from the hospital information system, and the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the system exhibited slow performance accompanied by numerous errors, necessitating a re-imaging process. The customer reported that the malfunction resulted in delay in administrating medication to the patient. There were no adverse events or injuries reported based on this incident.